Event description:
It was reported that the patient is experiencing diaphragmatic stimulation from the left ventricular lead. The lead has been reprogrammed to several different vectors and the stimulation has continued. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.